Event description:
Bedside monitor displaying different waveform than central station. ER staff noticed difference and notified biomedical engineering. Biomedical engineer investigated and verified different waveform at bedside and central station. Observation reported to co.